Event description:
Customer alleged where the bolt that holds the back leg - the welded part broke in two. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 6240-jr5f, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1167481 rev a (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female (B)(6). The consumer resides is an assisted living facility. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged that the bolts holding the back leg on are loose and the welded area is broken in two parts. The dealer stated that the consumer allegedly fell but no injury occurred.